Manufacturer narrative:
Carefusion complaint number (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the users had to disconnect the patient from the patient circuit for suctioning and when it was time to reconnect the patient and re-pressurize the ventilator, the unit would not pressurize. The users replaced the patient circuit and cap diaphragms. The ventilator still would not pressurize. The users brought another 3100a ventilator to the patient's bedside and performed the patient circuit calibration, but found that the second ventilator also would not pressurize. The users replaced the patient circuit and cap diaphragms on the second ventilator, but the unit still would not pressurize. During the troubleshooting, the users were manually ventilating the patient. The patient was placed on a conventional ventilator. There was no patient compromise. The customer evaluated both ventilators with a test patient circuit and found that the ventilators both pressurized to specification. They were not able to verify the complaint. The patient circuit used on the patient had been thrown away and was not available.